Event description:
A customer contacted beckman coulter inc., (bec) and reported a blood leak from the blood sampling valve (bsv) on the unicel dxh 800 coulter instrument. The customer stated the tubing had popped off of the bsv and the leak was contained within the instrument. The volume of the spill was 5 drops and the customer was running scal calibrator at the time of the event. The customer was wearing personal protective equipment (ppe), including a lab coat, gloves and eyewear. There was no biohazard exposure to open wounds or mucous membranes. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. It is unknown if the material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. No erroneous results were generated in connection with this event. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse found the tubing had not popped off of the bsv as reported but was leaking at the wash collar on the aspiration probe. The leaking would occur only after each aspiration of the s cal vial. The fse noticed the aspiration probe was touching the bottom of the s cal vial and interrupting the vacuum draw of the calibration fluid. The fse performed an alignment of the probe to readjust the probe depth to the correct location for the s cal and patient sample tubes and resolved the leak. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of this event was wash collar leaking due to improper alignment of probe aspiration needle. (B)(4).